Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 25-may-2024, it was reported by the patient that infusion set tubing detached from connector due to which hyperglycemia occurs within 2 days of use. High blood glucose level was 347 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.